Event description:
Integra padgett dermatome machine/box would cut in and out with power. Dr. Was trying to take graft from leg and after the first one the device was acting like it was lacking power and it wouldn't stay on. When it did eventually stay on for a bit, graft was attempted again and device shut off immediately. Outlets were changed and blade was readjusted with no improvement. Once it turned on again second graft was removed but graft did not remove like it should and got bound up in the dermatome device. Biomed ticket placed.